Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 2 years and 3 months after the dental implant was installed in intraoral region #29, and 1.5 years after prosthesis installation, it was verified its loss of osseointegration. Forty-five ncm of primary stability was achieved and immediate load was not performed. The patient presented bone type ii.